Manufacturer narrative:
Product complaint # (B)(4). Occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch.

Event description:
Medical record ad 19 dec 2019 reviewed on 5 january 2020. On (B)(6) 2013: the patient underwent a left total knee arthroplasty. Depuy implants were used. Non-depuy cement was used. The patella was resurfaced. No intraoperative complications noted. On (B)(6) 2019: the patient underwent a left knee revision secondary to pain and suspected loosening. Intraoperatively, the surgeon discovered significant synovitis; the femoral component was loose laterally as well as some bone loss due to osteolysis related to the loosening; the tibial component was loose at the cement to implant interface. No intraoperative complications were noted. Pmh: degenerative arthritis, testing prior to the revision revealed mild reactivity to nickel, indicating a nickel allergy. Doi: (B)(6) 2013. Dor: (B)(6) 2019 (left knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.